Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. No information was provided regarding the foreign material identity or user reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (oekg) was informed by the clinical engineer at the user facility that the customer evis exera iii colonovideoscope was returned to the olympus repair center for a reported ¿yellow channel (number 4 is clogged)¿. The customer reported problem was found during reprocessing. During the repair inspection, foreign material was identified to be clogged inside the air/water nozzle at the distal end of the scope. This report is being submitted to capture the foreign material clogged inside the air/water nozzle. No death, injury or harm was reported.

Manufacturer narrative:
The repair inspection confirmed the customer reported event, as foreign material was found clogged inside the air/water nozzle at the distal end of the scope causing restricted air/water flow issues. Additionally, due to deformation of scope-cover, water tightness is lost, due to a crack on control unit, water tightness is lost, due to deformation of u/d/r/l knob, water tightness is lost, due to short of switch cable, control unit gets warm, scope cover unit is dirty due to water leakage. Outside shield unit is dirty due to water leakage. Circuit board unit in s-connector has corrosion due to water leakage. Circuit board unit in scope-connector has corrosion due to water leakage. Micro connector unit in scope-connector has discoloration due to water leakage. Plug unit has corrosion due to water leakage. Scope-case unit is dirty due to water leakage. Cable unit has discoloration due to water leakage. Due to pinching on a-rubber, water tightness is lost. Due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value. The objective lens and light guide lens at the distal end has a crack and the universal cord has coating peeling. Also, the scope has scratches on the following: flexibility adjustment ring, grip, switch box, switch 1, light guide coverglass, and the connecting tube has a scratch, the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.